Event description:
It was reported that during a procedure, the device did not work properly. The clips were not formed properly. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with the tip of the advancer broken. The device was cycled and ejected the remaining clips due to the advancer condition. A possible cause for this type of damage is loading a clip in the jaws, to ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis.